Manufacturer narrative:
Section h4: additional information. Manufactures investigation conclusion: the reported event of an m4: motor alarm following a motor disconnected alarm with shaking was not confirmed. The centrimag motor (serial number (B)(6)) was not returned for analysis, and no log files were associated with the reported event. Per additional information, the motor was discarded. The root cause of the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the customer stated that they had traveled to an outside hospital to put a patient on centrimag support. They brought two motors with them, one to be used as the primary and one backup. When they put the patient on support, they immediately primed the backup circuit and turned the motor on to test it. When they turned on the backup motor, the motor started to shake. In addition, there was initially a "motor disconnect" alarm followed by an m4 alarm. The backup motor was removed from the primed circuit. The ambulance was sent back to (B)(6) to pick up another motor which was brought back to the team at the outside hospital. The second backup motor was primed in the circuit, turned on to test and functioned normally. No additional information provided.